Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 500 mg/dl. The customer was treated with shots and intravenous insulin drip. The customer also stated that they did allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin pump had insulin flow blocked alarm. Customer was not using auto mode feature of the insulin pump. The insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
The 'date received by MFR' date on the initial MDR was incorrect. The initial MDR was submitted with the incorrect date of 08-sep-2020, when the correct date was 06-sep-2020. (B)(4).